Manufacturer narrative:
Revision surgery events incorrectly reported in (B)(4), which addresses the reason for the revision. Correction to describe event or problem to report revision surgery events in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was returned to surgery on (B)(6) 2017 for revision due to a broken screw and non-union. This event is captured in (B)(4). During revision procedure, all hardware was removed. The plate and the first 4.5 mm cortex screw were easily removed without issue. The surgeon experienced difficulty removing the lag screw and the broken distal 4.5 mm cortex screw. The broken distal 4.5 mm cortex screw was removed with the broken screw removal set, as the screw shaft was broken on the medial side and the surgeon was unable to reach the screw from the lateral side. After a two minute delay, the surgeon was able to remove the broken 4.5 mm cortex screw. The surgeon went on to remove the lag screw with a removal set. The removal set included a wrench and connecting screw, which were attached correctly. However, the wrench turned the lag screw, but the lag screw spun in place. The lag screw was not getting any purchase in the bone and could not be extracted. After a one hour delay, the surgeon was able to remove the lag screw with additional force using the wrench and connecting screw and a change in the angle. A 2.5 mm threaded guide wire was also used next to the lag screw and, with force, the surgeon was able to capture bone and remove the lag screw. Routine intraoperative and unanticipated x-rays were taken during this procedure. Patient was not revised to additional hardware. Procedure was not completed as intended, as patient sustained a 4-part proximal femur fracture during this procedure. Surgeon determined the proximal femur was not reconstructable. To prevent additional blood loss and extended anesthesia, patient was closed and procedure concluded without revision. Patient was scheduled for an arthroplasty with a 130 degree blade plate on (B)(6) 2017. Patient was returned to surgery on (B)(6) 2017, but was not revised to the 130 degree blade plate as previously intended. Instead, patient was revised to a total hip arthroplasty along with a trochanteric re-attachment device (implant with pre-assembled cables) and two (2) 14 mm titanium large fragment screws and two (2) cables with t25/t15 cerclage buttons to repair the 4-part proximal femur fracture. The fracture was reconstructed without issue or surgical delay. After the (B)(6) 2017 revision procedure, it was noted there was no issue with the wrench and connecting screw. The patient has poor bone quality which made it difficult for the instrumentation to capture the bone.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarified information was received; there was no issue with the lag screw. The patient had poor bone quality which made it difficult for the instrumentation (wrench and connecting screw) to capture the bone.

Manufacturer narrative:
Patient age and weight is an approximation; age reported as (B)(6) and weight approximation (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a basilar femoral neck fracture with dhs (dynamic hip system) hardware approximately 2 months prior to revision surgery. Patient was implanted with a plate, lag screw, two 4.5mm cortex screws. It was noted on an unknown date that one of the 4.5mm cortex screws (distal) had broken and patient had a non-union. Patient underwent revision surgery on (B)(6) 2017 to remove the dhs hardware. The plate and the first 4.5mm cortex screw were easily removed without issue. The surgeon experienced difficulty removing the lag screw and the broken distal 4.5mm cortex. The broken distal 4.5mm cortex was removed with the broken screw removal set, as the screw shaft was broken on the medial side and the surgeon was unable to reach the screw from the lateral side. After a two minute delay, the surgeon was able to remove the broken 4.5mm cortex screw. The surgeon went on to remove the lag screw with a removal set. The removal set included a wrench and connecting screw. The wrench and connecting screw were attached correctly, however, the wrench turned the lag screw, but the lag screw spun in place. The lag screw was not getting any purchase in the bone and could not be extracted. After a one hour delay, the surgeon was able to remove the lag screw with additional force using the wrench and connecting screw and a change in the angle. A 2.5mm threaded guide wire was also used next to the lag screw and with force, the surgeon was able to capture bone and remove the lag screw. Routine intraoperative x-rays were taken and unanticipated x-rays were taken on (B)(6) 2017. All hardware was removed. The patient was going to be revised to a 130 degree blade plate. The surgeon started to chisel and at that moment, it created a 4-part proximal femur fracture. The surgeon believed the proximal femur was not reconstructable and consulted with another surgeon over the phone. Both surgeons and the anesthesiologist concluded that it would be best to finish the procedure and perform an arthroplasty the following day due to blood loss. Furthermore, the second surgeon would not arrive to the hospital in time and did not want to keep the patient under anesthesia any longer. Patient was revised on (B)(6) 2017. Revision procedure is reported in (B)(4). After the procedure on (B)(6) 2017, the instrumentation (wrench and connecting screw) was checked. There was no damage or issues with the instrumentation. The issue was with the lag screw. The threads on the lag screw were not capturing the bone. Concomitant devices reported: dhs/dcs wrench (part number 338.06, lot number unknown, quantity 1), dhs/dcs connecting screw (part number 338.22, lot number unknown, quantity 1), 2.5mm threaded guide wire (part number 900.723, lot number unknown, quantity 1). This report is for one (1) chisel blade this is report 2 of 3 for (B)(4).